Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 07/09/2024.

Event description:
Explanting physician reported left side device rupture and capsular contracture, baker grade IV. The patient underwent ultrasound. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device. Explant surgery report noted the device was "not broken" but "tarnished". The excised capsule was sent for anatomopathological analysis which found fibrosis of the periprosthetic capsule and cd30 negative lymphoid component. Physician reported via ultrasound report that deep folds and fibrous capsule.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device. Explant surgery report noted the device was "not broken" but "tarnished".

Manufacturer narrative:
Continued e1: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Reason for reoperation: rupture. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure crease wear abrasion particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Further reported was "probable intracapsular rupture" detected via ultrasound.